Event description:
It was reported that there was a "no disposable" alarm. This was found during testing, and there was no patient involvement.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device received for analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Visual and functional testing performed and confirmed the reported event. The downstream occlusion sensor pressure is high. "Cassette not attached properly. Reattach cassettes" appear when closing the latch after normal boot up. The event log was reviewed and found multiple occurrences of high alarm displayed: cassette not attached properly. Downstream occlusion sensor is defective.